Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on one left eye on one day post lasik surgery. Additional information has been requested.